Event description:
When applying the medela hand pump to their engorged breast to relieve the pain and pressure, the suction created on the nipple tissue was so great that it pulled to the surface a clot. This action tore approx 1/4 of the nipple off resulting in bleeding and leaving the breast susceptible to infection. The infection was treated with antibiotics, however the nipple did not heal for 7 weeks and made successful breastfeeding nearly impossible.